Event description:
It was reported that a customer experienced a high blood glucose level, leading to hospitalization and admission to the intensive care unit. Value was not provided. The customer was treated with intravenous fluids and insulin, which resolved the issue without any permanent damage. The customer was release in (B)(6) 2025 and reverted to an alternative method of insulin therapy.